Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty select cycler and the patient's peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient's pd culture yielded growth of enterococcus faecalis and enterobacter cloacae which are organisms that normally colonize the gastrointestinal tract of humans. Peritonitis associated with these organisms are known to occur due to translocation of gastrointestinal bacteria or through cross contamination from touch contamination during the pd exchange. Patients with end stage renal disease are immunocompromised due to renal disease process which increases risk of serious complications from peritonitis such sepsis/death. Based on the available information, the patient's peritonitis can be reasonably attributed to cross contamination of bacteria from a gastrointestinal source from the patient, as also reported by the pd nurse. Moreover, there is no indication that the patient's death was related to any fresenius products. The patient's death was associated with sepsis caused by the peritoneal infection.

Event description:
It was reported a patient on peritoneal dialysis (pd) was being treated for peritonitis during a call to customer support. There were no reported issues with any fresenius products in relation to the event. It was stated the patient was having abdominal pain and requested operational assistance to cancel the pd treatment. Additional follow-up was conducted with the patient's pd nurse who reported that on (B)(6) 2020 the patient had a pd culture obtained which yielded growth of enterococcus faecalis and enterobacter cloacae. The nurse stated the patient was initially treated with vancomycin (1 gram) and ceftazidime (2 grams) intra-peritoneal (ip). However, per the nurse, the patient's conditioned worsened (despite antibiotic therapy). As a result, on (B)(6) 2020, the patient required hospitalized for sepsis related to the peritonitis event. Subsequently, on (B)(6) 2020 (while hospitalized) the patient expired due to sepsis, per the nurse. Additional details about the hospitalization are not available (esrd death form and hospital discharge summary were not available). The nurse adamantly reported the peritonitis infection and subsequent death (from sepsis) were not related to any issues with a fresenius device, or product. The nurse attributed the peritonitis infection to cross contamination of the bacteria from the patient's gut, either by translocation of gastrointestinal bacteria or via touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.